Event description:
It was reported that after extending the helix of the lead and fixing the lead to the atrial wall, the physician decided to move the lead to another location. By the third move, the helix would no longer retract and the lead was attached to the atrium wall. The physician capped the lead and implanted another lead.